Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the shunt implantation procedure, the shunt was not released and did not come out. The surgery was performed and completed after replacing the product with a backup device.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. One opened shunt device, in a plastic tray, in a box, in a bag was received for the report of shunt was not able to be released. The returned shunt delivery system was visually inspected and was found to be non-conforming as the wire below the shunt delivery system button is bent. The shunt was not returned for evaluation; therefore, no further visual inspections were able to be performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The evaluation of the returned sample does not confirm the reported issue of the shunt was not able to be release as the returned eds did not include the shunt. How and when the shunt was released cannot be determined this evaluation, however, the evaluation shows that the wire of the eds was fully bent (indented). A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).